Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The heat shrink tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found that the tip had melted to form a hole and this could potentially lead to forward firing. There was no harm to the patient.